Event description:
New information received notes that inappropriate shocks were given due to incorrect interpretation of signal.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks. Programming changes were made. The patient was stable.